Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficult to advance/position could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory in addition to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent unexpected medical intervention (additional therapy/non-surgical treatment) appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat the left renal artery with severe calcification and 90% stenosis. The lesion was pre-dilated with a 3.0x15 mm balloon and then a 4.0x15 mm balloon. A 6fr guiding catheter was attempted but could not cross the lesion. Then the 4.0x15 mm herculink elite stent delivery system (sds) was advanced over an .014 guide wire across the lesion and the stent dislodged from the delivery system. The stent remained on the wire but came off of the balloon. The delivery system was removed and a smaller balloon was used to pull the stent out of the patient. A 4.0 balloon was used to dilate the lesion again and a guiding catheter was advanced. A new 4.0x18 mm sds was used to complete the procedure. There were no reported adverse patient sequela and there was no reported clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.